Event description:
Ra patient with an internal jugular central line developed swelling of right arm and right side of chest and neck approximately 4 hours after their first column treatment. Apheresis staff had been unable to draw from red port during procedure and so had used blue port for draw line. Once hospitalized it was found that the catheter was in poor position with red port extravasating blood into the tissues in the chest and neck. An xray prior to treatment had shown proper placement of catheter. Catheter was removed. This patient is described to be obese.